Event description:
The customer reported that during a laparoscopic sigmoid procedure, the device failed to activate. The surgeon converted to an open procedure to complete the case. There was no pt injury. This was the fourth in a row used in the procedure where the device did not activate before converting to an open procedure. There was no pt injury and they have fully recovered. The site has concluded that the generator did not contribute to the event and will not be returning it.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.